Event description:
Customer reported an over infusion of heparin. States pt ptt prior to event was 29 at 22:15 on (B)(6) 2010. Heparin 25,000 u/250 ml was hung on (B)(6) 2010 at 23:35 to run at 12 cc/h. Event was reported at 00:45 on (B)(6) 2010: pt had been received from ER; nurse noted heparin depleting quickly from bag and 200 cc had infused in less than one hour. Ptt was drawn at 00:54 and results were described as 'very high'. Protamine 150 mg was given in 3 doses of 50 mg each for reversal. Ptt at 05:50 was 31. Pt had no sign of bleeding and was discharged home on (B)(6) 2010. No further pt/event info was available.

Manufacturer narrative:
(B)(4). The set was discarded at the facility. Occlusion pressure test indicated a failed result. Rate accuracy test performed at the incident rate showed the pump had portions of the pumping cycle with unregulated flow. When the device was turned off it was noted that the flow continued in a steady stream. Internal inspection found dried fluids on the bezel, upper occluder finger, membrane frame and air-in-line pcb board. The dried fluid residue was removed from the internal components and the pump was retested and found to be infusing within spec. The root cause of the over infusion event was found to be fluid ingression past the membrane frame assembly and into the fingers grooves of the bezel leading to the binding of the upper occluder finger, ultimately resulting in the finger's inability to control flow. The device will be repaired and sent back to the customer after passing all service level testing.